Manufacturer narrative:
Block h6 (device codes): problem code 2979 captures the reportable event of working channel sleeve protrusion. Block h10: a visual assessment was performed. As received, the working channel sleeve did not protrude. A functional assessment for working channel sleeve protrusion was performed and the working channel sleeve still did not protrude when the distal tip was articulated by turning the knobs in all directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, appear to show evidence of adhesion. Although the wcs did not protrude, the condition of bond b is consistent with returned complaint devices that do have wcs protrusion. Therefore, the complaint is confirmed. It is possible that operational factors, such as user handling/technique and patient anatomy, that are unable to be recreated in the lab, contributed to the reported event in the field. Additionally, the condition of bond b is consistent with returned complaint devices that do have wcs protrusion. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing deficiency. An investigation is underway to address this issue. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass and cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds protruded. The spyscope ds device was removed and the procedure was continued with a second spyscope digital access and delivery catheter. However, the working channel sleeve also protruded. An ehl probe was inside the two spyscope ds when the working channel sleeve protruded. Reportedly, no part of the spyscope ds devices detached and there were no reported issues with the ehl probe. The procedure was completed with a third spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass and cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds protruded. The spyscope ds device was removed and the procedure was continued with a second spyscope digital access and delivery catheter. However, the working channel sleeve also protruded. An ehl probe was inside the two spyscope ds when the working channel sleeve protruded. Reportedly, no part of the spyscope ds devices detached and there were no reported issues with the ehl probe. The procedure was completed with a third spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.